Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted: unknown.

Event description:
It was reported that during use the atrial lead exhibited intermittent far field r-wave (ffrw) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.